Event description:
On 7/6/2023, it was reported by a sales representative via sems that an ar-9239ag inferior drill was broken, no additional information was provided. No case involvement. On 7/21/2023, the sales representative stated via email that the device had been discarded by the technician during the case. Additional information has been requested. On 7/21/2023, the sales representative provided the following information via email: this event occurred during a right total shoulder arthroplasty procedure. The instrument broke when drilling the inferior hole on the glenoid for the augmented vaultlock implant. All fragments were retrieved, and they used a drill from another tray. There were no adverse reactions or events from the patient. The case was completed as normal but with the backup drill bit.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are over-torquing/over-engaging the device during insertion.